Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, and upon interrogation it was noted that high pacing lead impedance and high thresholds were observed. The increase corresponds with the patient being hospitalized for pneumonia and (B)(6) unrelated to the device. Programming changes were made. Further information notes that a lead revision was scheduled. Patient was short of breath due to pacemaker-mediated tachycardia (pmt). This was resolved and the patient was well.